Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer reported that the motor error alarm occurred after clearing an alert to check her blood glucose level. Blood glucose level was 119 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.